Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2020-00104 under the same suspect medical device but an incorrect manufacturer name, city and state. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely decrease architect estradiol assay result for a (B)(6) year old pregnant female. The customer provided 1:5 dilution initial = <1835 pmol/l, repeat = > 3670 pmol/l; on (B)(6) 2020, prior test result = >3670 pmol/l. After cleaning due to excessive crystals around the washing station, the 1:5 dilution sample was retested = 4090 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The evaluation of the customers issue included a review of the analyzers service history, quality records and the current labeling for the architect system operations manual. The trending review determined no trend for the customers issue. Labeling review concludes that the issue is adequately addressed. The field service representative (fsr) checked instrument logs and found no abnormal messages. The field service representative (fsr) checked the instrument and noticed a large quality of crystal buildup altering the area around the wash station. The fsr cleaned the wz manifold, fep tips (rohs) (pn 7-96176-05) which resolved the issue. After the cleaning, the sample was rerun on 1:5 dilution producing a result of 4090 pmol/l which aligns with patients history. A review of the analyzers service history identified no further occurrences of discrepant results after the part was replaced. Based on all available information no product deficiency was identified.